Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining intermittent zero (0) anion gap on patient results on their dxc 600 pro clinical chemistry analyzer. The customer repeated the sample on the same system and obtained a result consider correct by the customer. Erroneous patient results were not released out of the laboratory; hence, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.